Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on (B)(6) 2023. The current regulatory report is submitted with the latest information available at the time of submission unit passed displacement, sleep current measurement, active current measurement, and self tests. Pump downloaded history/trace file properly using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss, failed batt test alarms during testing. However, multiple low battery alarms in traces/file history on event date (B)(6) 2023 17:30:00, (B)(6) 2023 17:45:11. Due to low battery. Cut and open the pump found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, charge/battery lasts less than expected not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life. The battery on the pump does not last as expected. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device and the pump will not be returned for analysis.